Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that upon reprogramming the implantable neurostimulator (ins), electrodes 2,3,4,6,7 had high impedances and were not usable. There were no reports of falls or contributing factors that might have damaged the electrodes. The rep performed another impedance test and upon results, used electrodes 0,1 and 5 to reprogram and was able to get coverage to the painful areas. The issues resolved at the same time of the event and the patient was alive with no injury. There were no further complications reported or anticipated.